Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the air/water nozzle is clogged with a white gelatinous foreign substance such as stone. There was no deformation of the nozzle and the user performed reprocessing according to french standards and instructions for use (IFU). No deviation from IFU was observed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was pierced at the switch level. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material, adhesive was damaged, and the key top rubber was pierced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.